Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Additional extravasation was then noted in the distal area due to additional small side branch vessels that had been avulsed (broken) by the crushed sternum from the mva that had not initially been visualized angiographically. An attempt to cross was made by a 2.8 x 26 mm rx graftmaster, but this device failed to cross due to patient anatomy. The failure to cross did not cause any significant delay and, in the opinion of the physician, it did not contribute to any adverse patient sequelae. After consecutive placement of 5 embolization coils in the proximal 3rd of the lima graft, the extravasation was occluded. The patient reportedly expired (B)(6) 2017 when undergoing emergency surgery (thoracotomy for right lung hemorrhage repair) later in the day from complications related to chest tube insertion that had been placed for drainage of the mediastinal hematoma. In the opinion of the physician, use of the graftmaster devices did not cause or contribute to patient death in any way. No additional information was provided. Concomitant medical products: stents: 3.5 x 16 mm rx graftmaster and 3.5 x 19 mm rx graftmaster. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 16 rx graftmaster referenced in this report was filed under manufacturer report number 2024168-2017-04683. The 3.5 x 19 rx graftmaster referenced in this report was filed under manufacturer report number 2024168-2017-04684.

Event description:
It was reported that on (B)(6) 2017, the patient presented with acute inferior myocardial infarction (mi) with health declining toward death due to a very severe motor vehicle accident (mva). The patient was given thrombolytic therapy and initially did well throughout most of the day. Later in the afternoon, the patient developed hemorrhagic and hypovolemic shock and received 8 units of blood and 5 l intravenous fluids. Angiogram of the right coronary artery (rca) revealed rca severe stenosis which was the cause of the mi. Computerized axial tomography (cat) scan showed mediastinal hematoma (due to right lung hemorrhage from mva blunt chest trauma) and a left internal mammary artery (lima) graft that had been transected behind a crushed sternum. The patient was intubated and placed on mechanical ventilation. An angiogram revealed that there was not a vessel transection, but extravasation of lima graft instead. A 3.5 x 19 mm rx graftmaster covered stent was deployed in the mid lima graft at 12 atm, completely sealing the area it was deployed with no exacerbation of the perforation. Angiogram confirmed sealing of the mid lima. Additional extravasation was then noted to be coming from sidebranch vessels located distally. Thus, a 3.5 x 16 mm rx graftmaster covered stent was deployed at 15 atmospheres, and reportedly sealed the area it was deployed in and did not exacerbate the perforation.